Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: the black box history revealed pump reboot events and time and date resets to default following a power on reset step. There was no damage to the battery compartment observed. The threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection and power loss and reboots were duplicated during testing. The battery cap contact height and width were observed to be in specifications. A test cap was used for testing purposes. The pump powered on normally with no alarms and was exercised for 24 hours with the test cap and with no further power issues occurring. The pump was opened and a malfunction in the internal clock battery was observed to have occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animus alleging that the pump kept rebooting with battery changes. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.